Event description:
Dealer advised just received back from repair on (B)(4) and out of box alarming with red light and then shuts down within a minute. Dealer could not provide any further information.